Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed dome. There is no injury associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if it were to recur.

Event description:
On (B)(6) 2019, kci technical services identified a collapsed power button. On 04-sep-2019, kci quality engineering performed an evaluation of the device. Inspection of the device found the power button was collapsed.

Manufacturer narrative:
MDR-3009897021-2019-00214 submitted on 25-sep-2019 reported the following: section b5: on (B)(6) 2019, kci technical services identified a collapsed power button; correction on (B)(6) 2019, kci technical services identified a collapsed power button. Section g3: left blank correction: company representative. Section g4: 08-aug-2019; correction: 27-aug-2019.

Event description:
On (B)(6) 2019, kci technical services identified a collapsed power button.